Event description:
Subsequent to the initially filed report, the following information was received.the reported suture issue occurred during plunger removal and not after device removal as initially reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was observed as a suture retrieval issue. The reported difficult to open or close the foot was not confirmed as the foot deployment and retraction functioned as expected. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/ suture pulled beyond point of tautness due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a peripheral intervention procedure with an 8f sheath. Reportedly, after completing steps 1-3 (opening the foot, deploying the needles, and suture retrieval), step 4 (closing the foot) was unable to be performed. After multiple attempts, the foot was able to be closed, and the device was successfully removed. Upon device removal, a suture break occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.